Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb, the lever deployed early or excessive suture tension. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was done with two proglide devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 16f and the tavi procedure was completed. Reportedly, with the first proglide (in the 10 o'clock position), the blue rail suture broke while being pulled. Pulsatile blood flow was observed; therefore, a vascular surgeon was called in to perform a nick and spread. Hemostasis was achieved during the nick and spread. It was noted that there was no attempt to advance or tighten the knot from the second device and the suture was removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.